Event description:
A surgeon reported that a patient's intraocular lens (iol) was repositioned nine days following iol implant surgery due to lens had rotated. Additional information was received from the surgeon stating that, in his opinion, it was unknown if the device caused or contributed to the event. The event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The root cause could not be identified by the investigation. Additional information was requested by phone, fax and mail on 04/04/2012. A completed questionnaire was received on 04/05/2012. (B)(4).